Manufacturer narrative:
It was reported that there is lint/"fuzzies" coming off the medline drapes and towels in the kits. Procedure was able to be completed once wires were wiped down. Manager notified of incident. Patient is fine. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
There is lint/"fuzzies" coming off the medline drapes and towels in the kits.